Event description:
The customer reported that a 24-hour recharge error message was displayed on the c-arm, which caused the system to lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.